Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made multiple passes using the catrx. While retracting the catrx after completion of the last pass, the physician experienced resistance and felt that the catrx had broken. Upon removal, it was noticed that the catrx broke at the mid-shaft and at the distal end. The physician then used a snare device to remove the broken catrx. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture on its distal shaft. Evaluation also revealed that the catheter was stretched at the fracture site. If the device is forcefully retracted against resistance, the catheter will likely become stretched. If the stretched device continues to be retracted against resistance, it will likely become fractured. Further evaluation of the device revealed that the guidewire lumen was punctured. If the guidewire is advanced through the catrx guidewire lumen at an extreme angle, the guidewire may puncture the lumen. It was reported the catrx was advanced through a 7f sheath. This would allow for the guidewire to be loose within its lumen and possibly prolapse. This may have contributed to the resistance experienced when retracting the catheter. This resistance likely contributed to the catheter fracture during the procedure. Further evaluation of the device revealed kinks along the length of the catheter and additional damage to the guidewire lumen. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.